Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach was not further specified. The patient was treated with 10 mg of vancomycin for ten days (frequency and route were not reported) for peritonitis. Two days later, the patient was hospitalized for five days for the event. At the time of this report, the patient had recovered from the peritonitis. Pd therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.